Event description:
This notification is being reviewed due to a user of rep dreamstation auto CPAP stating that the device has a burnt plastic smell, burns nose and has strange odor. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.